Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The fm was updated from optical signal issue to placement signal issue since data log review and returned product review revealed an issue with the dp sensor, not the optical sensor. The returned product was inspected. The pump had a confirmed electrical short with low resistance readings. The data logs from the case show a drift down in placement signal coinciding with an upward drift in pump flow before placement signal went out of range and flow calculation was disabled. The root cause of the placement signal issue was most likely an electrical short due to the low sensor resistance readings but the cause of the short is unknown. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. Shortly after implantation, a placement signal issue occurred. The pump remained operational until weaning and explantation. No patient harm was reported.